Manufacturer narrative:
This lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited diaphragmatic stimulation in addition to decreased sensing and pace impedance measurements as well as increased pacing thresholds. The lead was confirmed to have perforated the myocardium upon review via fluoroscopy and echocardiogram; a minor effusion was also noted. A sternotomy procedure was performed at which time the lead was pushed back into the chamber and perforation surgically repaired. Three days later a second procedure was performed wherein the rv lead was extracted and replaced with a new lead. No additional adverse patient effects were reported.